Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) system expired approximately two weeks post the implant procedure. The patient had undergone a system explant procedure approximately one week earlier due to infection. There were no reported complications related to the procedure.